Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023 the patient experienced diabetic ketoacidosis and was taken to the hospital. There was no continuous glucose monitor (cgm) or blood glucose values reported, and it is unknown if the patient experienced any issues with his dexcom device. The patient's mother said she did not receive a notification even though she is on the follower app, which normally receives cgm data. There is no information about the hospitalization duration, or the treatment received there, or further information about any possible errors experienced by the patient from his dexcom device. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.